Event description:
This tavr was an off label procedure. It was attempted to deploy a 29mm sapien xt valve in a native aortic valve that had severe aortic insufficiency with absolutely no calcification. The aortic annulus diameter measured 23 x 29mm with an area of 514 sq mm by CT. The xt valve was deployed successfully in the native annulus without complication and with trivial paravalvular leak. The valve was deployed approximately in a 50:50 aortic/ventricular position. A few moments later the valve was in the ventricle. The team openly discussed and determined that the lack of calcification and rigidness was the contributing factor of the valve embolization. The team elected to convert to an open avr and the surgery was a success.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve embolization to the lv was likely due to patient factors (aortic annulus lack of calcification and rigidness, and elliptical shape). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.